Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported a blister in their gums along with severe jaw pain, sensitivity, and level 8 pain. The customer support team advised the patient to see their local dentist for blister as it looks like it may be related to their wisdom teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.